Event description:
The dealer reported that the left footplate on the chair broke off causing the user to fall forward. The dealer alleged that the user was injured as a result, but the extent of the injury is unknown as it was not provided.

Manufacturer narrative:
The provider called and stated the end user fell out of her chair. The incident was reported to the dealer by the user's mother who called in to say that when the footplate on the wheelchair broke, her daughter fell forward. The dealer is unaware of any injuries to the user, or if medical attention was needed.